Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered and a dissection occurred. The physician had successfully deployed an unknown stent in the rca and proceeded to predilate a 90-95% non-calcified lesion in the lad with a 3.0 x 20 mm balloon. The physician then attempted to advance the taxus express2 8.8% 3.00 x 32 mm drug eluting stent but was unable to advance the device to the desired position. The stent was deployed at 16 atms and the delivery device balloon was used to postdilate the distal portion of the lesion in order to enable placement of another stent to cover the lesion. However, when he attempted to remove the delivery device balloon he could not retrieve it from the stent. The physician pulled on the delivery device and deep seated the guide which freed the balloon, but a dissection was noted proximal to the stent. The physician then deployed a taxus express 2 8.8% 2.75 x 20 mm drug eluting stent distal to the first stent to treat the remainder of the lesion without complication. A taxus express2 8.8% 3.5 x 20 mm drug eluting stent was then deployed, proximal to the first stent at 16 atms, to treat the dissection. When the physician attempted to remove the balloon it was sticking to the stent. He pulled on the delivery device and the balloon was released and removed without any further complications. The pt is reported to be satisfactory/good.